Event description:
Reportedly, the valve was explanted at implant due to valve was too large and would not seat on the annulus. The valve was replaced with another edwards valve. No additional information has been provided at this time.

Manufacturer narrative:
Sizing issue. Evaluation summary: "slight wireform to band separation is detected in the x-ray. No other inconsistencies detected. " x-ray. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.